Event description:
The biomedical engineer (bme) reported the gz transmitter only displayed one ECG lead. The issue occurred during in-patient use, and no patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the gz transmitter only displayed one ECG lead. The issue occurred during in-patient use, and no patient harm was reported. The patient was switched to another transmitter using the same leads and had no issues monitoring. The bme duplicated the issue on the gz (sn: (B)(6)) with a different set of ECG leads. Investigation summary: the reported issue was duplicated and confirmed. A definitive root cause could not be determined. However, after the repair center evaluated the unit, they found the issue to be connected to the rear cover or a faulty mainboard. We have also identified several potential causes of ECG lead related issues, which are not limited to, and explained in further detail below: not seeing data from a lead or receiving a check electrodes error message are due to incorrect settings, poor lead connections, lead wires coming off, lead misplacement, lead damage, or user error. Fuzzy or inaccurate waveforms (e.g., sawtooth patterns, square waves) and wave artifacts (signal noise, lead placement, lead connection, network interference) may be caused by faulty lead placement or faulty leads. Improper connection of leads (leads not properly seated), and/or damaged or contaminated leads (dirt, dust and/or cleaning residues) may contribute to ECG issues. Damage to lead sets are most likely a result of mishandling that results in the damage to the inner wires of the leads. Buildup of residues on contact points could interfere with the stable flow of data or create a weak signal that may appear as a flat line or as broken waveforms on the transmitter, bsm, or cns. Lead issues resulting in the above-mentioned failure modes would be immediately recognizable by the user and addressed promptly. Temporary electrostatic discharge of the battery may result in inaccurate wave forms. Users should always be careful to replace the battery cover before use. A serial number review of the reported device (model: gz-130pa, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra, serial #: (B)(6), device manufacturer data: 08/09/2019 (aug. 9, 2019), unique identifier (UDI) #:(B)(4), returned to nihon kohden: not returned.

Manufacturer narrative:
The biomedical engineer (bme) reported the gz transmitter only displayed one ECG lead. The issue occurred during in-patient use, and no patient harm was reported. The patient was switched to another transmitter using the same leads and had no issues monitoring. The bme duplicated the issue on the gz (sn: 1306) with a different set of ECG leads. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra serial #: (B)(6). Device manufacturer data: 08/09/2019 (aug. 9, 2019) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported the gz transmitter only displayed one ECG lead. The issue occurred during in-patient use, and no patient harm was reported.